Manufacturer narrative:
(B)(4). The generator was returned to tyco healthcare, (B)(4) service center for evaluation. The reported condition could not be duplicated and the generator was found to function normally.

Event description:
The customer reported that during the ablation procedure, the generator stopped many times. The procedure was completed with another generator. There was no harm to the pt.